Manufacturer narrative:
The sample was received for evaluation with an open pouch and one of the supply lines marked with a black square. A visual inspection with the naked eye was performed with no issues noted; there was no loose particulate matter observed inside the fluid path. Functional testing was performed including under water pressure test with no leaks observed and self-test and priming with no issues noted. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿white spot inside the patient line¿ of a homechoice automated pd set w/cassette. This was observed after opening the package, prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.